Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was reading inaccurately high compared to another device. The complaint was classified based on the conversation the customer care advocate (cca) had with the patient. The patient reported that the alleged issue began approximately 1 week prior to contacting lfs. On the evening of (B)(6) 2010, the patient claimed a friend of him found him passed out and contacted emergency services. When emergency services arrived, the patient was told that his blood glucose was approximately "40 mg/dl" when tested with an ems meter and was treated with IV glucose. Prior to passing out, the patient stated that he recalls he tested his blood glucose with the subject meter (result not known) and administered 20 units of humalog insulin (based on a sliding scale). Approximately 30 minutes after taking the insulin, the patient stated that he began to sweat profusely and then "passed out." After receiving treatment from emergency service personnel, the patient claimed he tested his blood glucose and obtained blood glucose readings of "260 mg/dl" with the subject meter and "230 mg/dl" on another device (relative's meter), performed a few minutes apart from each other. At a later time that same evening he stated he retested and obtained result of "238 mg/dl" with the subject meter and "198 mg/dl" on his relative's meter. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <=30%. The patient mentioned to the cca that approximately 1 week prior to contacting lfs, he was feeling "low." At the onset of symptoms, the patient reported that he tested with the subject meter and obtained a result in the "130 mg/dl" range, which he did not feel correlated with his symptoms. Despite the alleged high result, the patient stated he ate a piece of candy and confirmed feeling better. At the time of troubleshooting, the cca noted that the patient was using the correct testing technique. The patient did not have control solution to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly was treated for severe hypoglycemia by an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.